Manufacturer narrative:
6/24/1998-supplement #1 sent to FDA.

Event description:
The product was used during a hysterectomy procedure. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. The hosp has reported no pt injury occurred.